Event description:
The patient's treating physician reported high impedance when he attempted to activate the patient's device after revision surgery. After multiple diagnostics, the device eventually registered normal impedance, and the physician activated the device. When the patient later returned to have the settings increased, the device again registered high impedance. The treating physician decided to have the patient undergo surgery to find the problem. During surgery, he removed and re-inserted the connector pin and tightened the set screw, which resolved the high impedance, intraoperative diagnostics were within normal limits.